Event description:
It was reported that during surgery, surgeon sustained a thermal injury from an overheating midas rex. It was also reported that the surgeons glove melted and he got a blister. On further follow-up, it was reported that the surgery was microdiscectomy and the surgeon sustained a small blister on his finger. There was no procedure delay or patient impact reported. Additional information regarding the event is being followed up with health care professional.

Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. Concomitant products: model number : at1a, serial number : unknown, model number : tt14cmis, serial number : unknown. If information is provided in the future, a supplemental report will be issued.